Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and follow-up report will be filed.

Event description:
Infused in 24 hours instead of 3 days. Patient still in hospital when pump ran out. No adverse event occurred. Date of event: (B)(6), 2010.